Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported vision issue. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurry vision at all distances at various times a day following an intraocular lens (iol) implant procedure. The blurriness comes and goes. The consumer's spouse also reported on behalf of his wife that she had this lens implanted a few years ago and now she is having a lot of vision problems, including her night vision now being reduced to nothing. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.